Event description:
It was reported that the device was implanted and explanted in 2008, due to an unsuccessful ring repair. It was additionally reported that a second device, model #4450, was explanted. Refer to MDR #6000002-2008-08325.

Manufacturer narrative:
Device not returned. Unsuccessful ring repair.